Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), autoimmune disorder ("autoimmune disorders"), toxic neuropathy ("diagnosis of polyneuropathy due to other toxic agents by amol arora") and neuropathy peripheral ("peripheral neuropathy") in an adult female patient who had essure (batch no. A86186-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included degenerative disc disease since 2014 and fibromyalgia since 2014. Concomitant products included amitriptyline, clonazepam (klonopin), duloxetine hydrochloride (cymbalta), gabapentin, meloxicam, methylphenidate hydrochloride (ritalin), naproxen, oxcarbazepine (trileptal), tizanidine until 2013 and vicodin until 2018. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), toxic neuropathy (seriousness criterion medically significant), neuropathy peripheral (seriousness criterion medically significant), bladder disorder ("bladder problem or changes"), urinary tract disorder ("urinary problems or changes"), fatigue ("fatigue"), intracranial mass ("I have a 5 mm mass in my brain that is unexplained,"), vaginal discharge ("vaginal discharge"), restless legs syndrome ("restless leg syndrome (worse than previously),"), gluten sensitivity ("gluten intolerance"), amnesia ("loss of memory"), asthenia ("decreased energy"), vulval disorder ("lesion on labia"), endometriosis ("endometriosis"), hypersomnia ("idiopathic hypersomnia"), papilloma viral infection ("hpv") and genital herpes ("herpes genitalis"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), depression ("depression"), anxiety ("anxiety") and pain in extremity ("leg pain / feet pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, toxic neuropathy, hypersensitivity, neuropathy peripheral, depression, anxiety, bladder disorder, urinary tract disorder, intracranial mass, vaginal discharge, gluten sensitivity, amnesia, asthenia, vulval disorder, endometriosis, hypersomnia, papilloma viral infection, genital herpes and pain in extremity outcome was unknown, the fatigue was resolving and the restless legs syndrome had not resolved. The reporter considered amnesia, anxiety, asthenia, autoimmune disorder, bladder disorder, depression, endometriosis, fatigue, genital herpes, gluten sensitivity, hypersensitivity, hypersomnia, intracranial mass, neuropathy peripheral, pain in extremity, papilloma viral infection, pelvic pain, restless legs syndrome, toxic neuropathy, urinary tract disorder, vaginal discharge and vulval disorder to be related to essure. The reporter commented: she need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 23-aug-2018: update of information (batch is invalid). Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), autoimmune disorder ("autoimmune disorders"), polyneuropathy ("diagnosis of polyneuropathy due to other toxic agents by amol arora") and neuropathy peripheral ("peripheral neuropathy") in an adult female patient who had essure (batch no. A86186) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included degenerative disc disease since 2014 and fibromyalgia since 2014. Concomitant products included amitriptyline, clonazepam (klonopin), duloxetine hydrochloride (cymbalta), gabapentin, meloxicam, methylphenidate hydrochloride (ritalin), naproxen, oxcarbazepine (trileptal), tizanidine until 2013 and vicodin until 2018. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), polyneuropathy (seriousness criterion medically significant), neuropathy peripheral (seriousness criterion medically significant), bladder disorder ("bladder problem or changes"), urinary tract disorder ("urinary problems or changes"), fatigue ("fatigue"), intracranial mass ("I have a 5 mm mass in my brain that is unexplained,"), vaginal discharge ("vaginal discharge"), restless legs syndrome ("restless leg syndrome (worse than previously),"), gluten sensitivity ("gluten intolerance"), amnesia ("loss of memory"), asthenia ("decreased energy"), vulval disorder ("lesion on labia"), endometriosis ("endometriosis"), hypersomnia ("idiopathic hypersomnia"), papilloma viral infection ("hpv") and genital herpes ("herpes genitalis"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), depression ("depression"), anxiety ("anxiety") and pain in extremity ("leg pain / feet pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, polyneuropathy, hypersensitivity, neuropathy peripheral, depression, anxiety, bladder disorder, urinary tract disorder, intracranial mass, vaginal discharge, gluten sensitivity, amnesia, asthenia, vulval disorder, endometriosis, hypersomnia, papilloma viral infection, genital herpes and pain in extremity outcome was unknown, the fatigue was resolving and the restless legs syndrome had not resolved. The reporter considered amnesia, anxiety, asthenia, autoimmune disorder, bladder disorder, depression, endometriosis, fatigue, genital herpes, gluten sensitivity, hypersensitivity, hypersomnia, intracranial mass, neuropathy peripheral, pain in extremity, papilloma viral infection, pelvic pain, polyneuropathy, restless legs syndrome, urinary tract disorder, vaginal discharge and vulval disorder to be related to essure. The reporter commented: she need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr received, reporter added, lot number added ,event added as :- bladder or urinary problems or changes, fatigue, neurological conditions or problems type: I have a 5 mm mass in my brain that is unexplained, pain,vaginal discharge, other injury(ies) or complication(s): peripheral neuropathy (struggles with work due to this), restless leg syndrome (worse than previously), gluten intolerance, loss of memory, and decreased energy. There was also the diagnosis of polyneuropathy due to other toxic agents by amol arora on 12/8/15; lesion on labia; endometriosis; idiopathic hypersomnia; hpv; herpes genitalis incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain'), autoimmune disorder ('autoimmune disorders'), toxic neuropathy ('diagnosis of polyneuropathy due to other toxic agents by amol arora') and neuropathy peripheral ('peripheral neuropathy') in an adult female patient who had essure (batch no. A86186-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included degenerative disc disease since 2014 and fibromyalgia since 2014. Concomitant products included amitriptyline, clonazepam (klonopin), duloxetine hydrochloride (cymbalta), gabapentin, hydrocodone bitartrate;paracetamol (vicodin) until 2018, meloxicam, methylphenidate hydrochloride (ritalin), naproxen, oxcarbazepine (trileptal) and tizanidine until 2013. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), toxic neuropathy (seriousness criterion medically significant), neuropathy peripheral (seriousness criterion medically significant), bladder disorder ("bladder problem or changes"), urinary tract disorder ("urinary problems or changes"), fatigue ("fatigue"), intracranial mass ("I have a 5 mm mass in my brain that is unexplained,"), vaginal discharge ("vaginal discharge"), restless legs syndrome ("restless leg syndrome (worse than previously),"), gluten sensitivity ("gluten intolerance"), amnesia ("loss of memory"), asthenia ("decreased energy"), vulval disorder ("lesion on labia"), endometriosis ("endometriosis"), hypersomnia ("idiopathic hypersomnia"), papilloma viral infection ("hpv") and genital herpes ("herpes genitalis"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), depression ("depression"), anxiety ("anxiety"), pain in extremity ("leg pain / feet pain"), thermohypoaesthesia ("my feet/can't tell they are hot/cold") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, toxic neuropathy, neuropathy peripheral, hypersensitivity, depression, anxiety, bladder disorder, urinary tract disorder, intracranial mass, vaginal discharge, gluten sensitivity, amnesia, asthenia, vulval disorder, endometriosis, hypersomnia, papilloma viral infection, genital herpes, pain in extremity, thermohypoaesthesia and fibromyalgia outcome was unknown, the fatigue was resolving and the restless legs syndrome had not resolved. The reporter considered amnesia, anxiety, asthenia, autoimmune disorder, bladder disorder, depression, endometriosis, fatigue, fibromyalgia, genital herpes, gluten sensitivity, hypersensitivity, hypersomnia, intracranial mass, neuropathy peripheral, pain in extremity, papilloma viral infection, pelvic pain, restless legs syndrome, thermohypoaesthesia, toxic neuropathy, urinary tract disorder, vaginal discharge and vulval disorder to be related to essure. The reporter commented: she need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Diagnostic results: urine pregnancy test ¿ negative. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: "fibromyalgia and thermohypoaesthesia were added. Most recent follow-up information incorporated above includes: on 10-oct-2019: information received via social media. Event" my feet/can't tell they are hot/cold and fibromyalgia was added. Reporter information was added. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and autoimmune disorder ("autoimmune disorders") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, hypersensitivity, depression and anxiety outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, hypersensitivity and pelvic pain to be related to essure. The reporter commented: she need for additional surgery. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.